Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure, the drill bit snapped in half when the surgeon was drilling. There was no injury to the pt. There is no add'l info at this time. Integra has requested add'l clinical info.